Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia (vt) episode. Technical services (ts) noted that during the vt, undersensing of ventricular signals was exhibited; however, it was confirmed that this did not delay therapy. The device delivered appropriate therapy, which successfully converted the episode. No adverse patient effects were reported. This device remains in service.